Event description:
It was reported to boston scientific corporation on july 21, 2007 that a jagwire guidewire was used during a procedure performed in 2007 (patient age, gender and weight unknown). According to the complainant, the back end of the jagwire could not be loaded into the tandem as it kept getting stuck. The physician felt the tip of the wire and noticed that it felt rough. The procedure was successfully completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was unknown.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complaint sample was returned for evaluation, and a visual examination revealed that the pebax distal tip and the proximal end showed no anomalies. The complaint is therefore not confirmed.